Event description:
Initial and additional information received from a physician via a sales representative on 08/18/2009: a female patient was treated with poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections on an unspecified date for an unspecified indication. About a year ago, on an unspecified date, the patient experienced "protracted complications" in the teardrop deformity. Concomitant medications and relevant medical history were not provided. No further relevant information reported.

Manufacturer narrative:
Addendum for follow-up dated 08/31/2009, received on 09/02/2009 from product technical complaint report for sculptra batch number unknown: batch record review (brr) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. In any case, the investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.